Event description:
Customer reported experiencing an infection during 2 days of wearing the adc freestyle libre sensor. The customer experienced symptom described as "pain, discomfort, very red and irritated¿ at the sensor insertion site. On (B)(6) 2019, the customer had contact with a healthcare professional and was prescribed fucicort (fusidic acid - topical antibiotic and betamethasone - topical corticosteroid) cream as treatment and no further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
This serves as a correctional MDR for brand name as the initial 30-day report populated with the incorrect brand name. Brand name has been corrected.

Event description:
Customer reported experiencing an infection during 2 days of wearing the adc freestyle libre sensor. The customer experienced symptom described as "pain, discomfort, very red and irritated¿ at the sensor insertion site. On (B)(6) 2019, the customer had contact with a healthcare professional and was prescribed fucicort (fusidic acid - topical antibiotic and betamethasone - topical corticosteroid) cream as treatment and no further treatment was required. There was no report of death or permanent impairment associated with this event.